Event description:
It was reported a pixel issue on a pump display that affected the customer's ability to read the screen. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent out by technical support, customer will continue to use the pump for insulin therapy.